Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-02pp glenoid trial peg broke off. This was discovered during a case, device broke during use. All fragments were able to be retrieved.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.